Manufacturer narrative:
Carefusion file identification number: (B)(4) . Any additional information received from the customer will be evaluated and included in a follow-up report if required. (B)(4) .the suspect device has not been received by carefusion.

Event description:
A customer reported to carefusion that the vela ventilator generated a "vent inop motor fault circuit fault low pip low ve" alarm (ventilator inoperative). The customer resolved the problem by replacing the turbine. The customer reported no patient involvement associated with the event.